Event description:
Follow up information received reported that patient had another lead component (octet type) added to their current lead (paddle type). The patient was reported as getting adequate stimulation. Further follow up information reported that the ins battery was replaced due to normal battery depletion. It was also reported that high impedances were seen on 2 of the 8 electrodes on the paddle type lead. It was clarified that the paddle lead was left in place and the octet type lead was implanted. It was noted that the 2 electrodes that had high impedances were not being used in the patient¿s therapy. The combination of the old paddle lead and the new octet lead gave the patient ideal coverage. The patient was reported to be completely satisfied with their coverage at the present time. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the implantable neurostimulator (ins) had high impedance at last interrogation at an unknown date. It was noted that the patient last charged 2 weeks ago. It was noted that the patient was having a revision surgery on (B)(6) 2014 due to high impedances and the battery was close to end of life given the implant date. It was noted that the ins was discharged on the day of the report so the manufacturer representative was unable to interrogate the ins. It was noted that the manufacturer representative would help the patient get the ins charged today. Additional information received reported that the battery was not charged so the manufacturer representative was unable to interrogate at this time. It was noted that a surgery date was pending to revise the current leads.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3 708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. (B)(4).